Event description:
It was reported on (B)(6) 2011, that the pt experienced coupling and/or communication issues with the recharger. All four corners of the pt's implantable neurostimulator could be felt, and the device was not felt to be too deep or tilted. The device pocket was tender, but for the most part, healed. There did not seem to be excess fluid present. The antenna locate feature yielded 54-56. The pt was able to sustain a recharge screen with zero boxes filled, and was able to go from 50-75%, though it took three hours to do so. The same results were seen when other rechargers were used. The pt was to do some more recharging. It was later reported that since (B)(6) 2011, the pt charged the device eight times, for a typical duration of 2.3 hours. The data reported a typical interval of 0.5 days and zero coupling. The device battery never charged above 50%. It was later reported that it was established that the implant depth of the pt's neurostimulator was "too great to allow for sufficient coupling" to recharge the device. The neurostimulator was revised and, then, was working "normally."

Manufacturer narrative:
(B)(4).